Event description:
The preoperative diagnosis was possible infection at the port-a-cath site. Intra-operatively, the surgeon discovered that the port-a-cath was leaking so he removed it. He did not replace it with another port-a-cath due to irritation of the soft tissues within the pocket. Instead, a PICC line was used. The double lumen port was found to have a crossway cut in the catheter about 1.2 cm from the hub and about 90? Of the circumference. The cut had serrations along both edges and a definite kerf due to missing material. The two edges do not match each other.